Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number1832016. The search criteria of these queries are mentioned on qpp07-01-004-her1- g02 rev: 7.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for gel bleed (a050403 gel leak), product discolored (a0407 material discolored) event. The event of "capsular contracture, baker grade IV" "gel leak," "effusion/lymphorrea," and "calcification" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV gel leak, effusion/lymphorrea, and calcification

Event description:
Regulatory agency reported ¿silicone perspiration, change of device¿s color, capsular contracture (baker grade IV), effusion/lymporrhea, breast pain, significant calcification of the device¿. This record is for the right side. Device was explanted.